Manufacturer narrative:
The user reported a hospitalization event that occurred on(B)(6) 2025. According to the user, they were hospitalized due to abdominal pain and pneumonia. At the time of the call, the user reported feeling unwell.the event was not related to diabetes or glucose measurements.the user received treatment at the hospital and was prescribed dilaudid and zofran every four hours.the user's hcp is aware of the event.per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization event that occurred on (B)(6) 2025. According to the user, they were hospitalized due to abdominal pain and pneumonia. At the time of the call, the user reported feeling unwell.the event was not related to diabetes or glucose measurements.the user received treatment at the hospital and was prescribed dilaudid and zofran every four hours.the user's hcp is aware of the event.per dms, the user is currently using the system with up-to-date information.